Manufacturer narrative:
Initial and final MDR 1879795 - MDR 3003442380-2024-06075 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024, it was reported that patient faced two infusion set cannula bent events. The events occured after 3 or more hours of insertion. The infusion set had been used for 3 or 4 hours. The blood glucose level was 599 mg/dl therefore the patient was treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.